Event description:
The patient's father contacted animas to report that the pump was hot to touch. At the time of troubleshooting, the reporter confirmed no moisture or corrosion visible in battery compartment. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box history showed a voltage drop on (B)(4) 2011. The battery returned with the pump showed no evidence of overheating. The battery compartment and cap were found to be intact with no evidence of moisture ingress. The pump powered on normally and was exercised for 6 hours without overheating or alarming. The pump electrical currents were tested and found to be within specifications. The pump cover was removed and no power circuit defects were found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.